Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out-of-range right ventricular (rv) lead shock impedance measurements. Boston scientific technical services (ts) reviewed device data noting a gradual increase in measurements since implant and provided suggestions for assessing the lead. The physician has yet to determine a plan of action and noted boston scientific would not be contacted with additional information unless further assistance is required. No adverse patient effects were reported. This system remains in service.